Event description:
It was reported that the patient had twiddler's syndrome, and that the device had been rotated over 12 times in the pocket. The system was straightened out and the lead remained in place and is in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.